Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient's prolonged exposure to sustained high levels of metal ions poses a future health risk and requires medical evaluations and future monitoring.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 5/6/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain and infection. Primary surgical report was dated (B)(6) 2012 and updated. Revision surgical report, dated (B)(6) 2014, noted significant heterotopic ossification between the acetabulum and trochanter and superiorly that had to be removed, the stem was in slight varus position and undersized, and pathology/histology intra-operatively reported no infection with results on (B)(6) 2014 being gram negative rods of rhizobium species. Pathology reported hip tissue to have mild acute and chronic inflammation. There were no metal ion lab results and liner was polyethylene. Two cancellous bone screws and cup added as MDR-no's for the infection that was over 2 years after primary surgery. Part/lot updated. The complaint was updated on: may 27, 2016.